Event description:
Contact called back stating the patient had received the replacement recharger; however, was experiencing the same issue. Agent reviewed no device found message and passive recharge mode (prm) and contact asked if they could conference the patient in on the call to walk through. Once patient was on the line, agent had patient connect the recharger; patient reported controller battery is too low message. Agent had patient plug controller into ac power supply; patient confirmed green flashing light with controller at 10%. Agent reviewed charge duration and advised patient to continue charging controller to full. Patient then stated that they attempted to charge the implant yesterday when they received the replacement recharger and the controller battery drained from full to 50% and the implant remained in the red; patient stated this was over a 10-20 minute period. Patient (pt) described they were sitting on the couch and felt heat against their back and determined the recharger relay box was again "overheating." Patient confirmed they had been using the replacement recharger. Patient reported no visible damage to the controller or battery pack. Patient then added that they were beginning to have pain around the implant site. Agent provided nas number and redirected to healthcare provider (hcp) to further address. Agent advised to call back if issue is determined to be related to external equipment. Patient called back with representative (rep) present. Rep states the recharger is still getting hot on the box, where it overheats when it is touched. Rep also states when the patient had to take out their li battery while on the phone with ps, the controller came apart in pieces. This also happened when the recharger was unplugged. The controller is missing screws in the back and the power button is pushed in. Technical services added serial numbers to the secure note and sent a request to repair for a new controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s lot# serial# nlf138563n implanted: explanted: product type recharger product ID 97755-s lot# serial# nlf233399n implanted: explanted: product type recharger product ID 97745 lot# serial# nld119608n implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was caller reported that patient was unable to charge their implantable neurostimulator (ins) and noticed that the recharger overheats when attempting to charge the ins which started about 3 to 4 weeks ago. Caller also reported that the controller consistently displays a "no device found" message when unlocking the controller. Agent provided education regarding the "no device found" message and sent a request to repair and replace the recharger.

Manufacturer narrative:
H3: analysis for recharger. Model # 97755-s; s/n:(B)(6); reveled: rtm never got hot. The arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: - the highest number (100) - the low number (100). No device found message. Model # 97755-s; s/n:(B)(6); reveled: the arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: - the highest number (100) - the low number (100). Passed all bench test. Found no issues with rtm finding ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.